Manufacturer narrative:
The referenced date of implant represents the date the patient was placed on lvad support. The mobile power unit is not a single use device. Approximate age of device is not known at this time and will be provided upon completion of the manufacturer's investigation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. During review of the patient¿s submitted system controller log file, the manufacturer¿s technical services observed a no external power event that was potentially was caused by the mobile power unit¿s (mpu) power cord coming loose at the mpu connection or the wall outlet. During the event, the system controller backup battery supplied power to the pump as designed. No further information was provided.

Manufacturer narrative:
The reported event of low power hazard/no external power alarms while on the mobile power unit (mpu) was confirmed based on the log file data provided by the account. The log file contained data spanning from 25dec2018 at 02:08:17 to 17jan2019 at 11:41:09. At 05:15:51 on (B)(6) 2019 the associated voltage levels indicated that that the system was powered by an mpu and the power to the mpu was lost, resulting in low power hazard/no external power alarms. Pump support was not affected and the system was supported by the emergency backup battery (ebb) during the event. The alarms resolved upon reconnection to external power. No other atypical alarms were captured. Review of the device history records noted that (B)(4) was manufactured with the v-lock ac connector. No further information was provided. The manufacturer is closing the file on this event.